Manufacturer narrative:
One retaining screw and short abutment were returned for inspection with a cut crown. A visual inspection revealed that the screw and abutment shows significant signs of wear and tissue attachment. The drive feature of the screw is worn but functional. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: ¿instructions for use for zimmer dental implant systems¿ 4894i rev 3-07/09 information identified: seating of prosthetic components internal hex or octagon components - to properly seat these prosthetic components, place the abutment retaining screw through the abutment and place the assembly into the internal bevel at the coronal portion of the implant. Rotate it until the abutment drops into place. The male hex or octagon should seat fully in the female hex or octagon of the implant once the torque wrench has been used to tighten the abutment to 30ncm a root cause for the complaint could not be determined with the information provided as the event cannot be recreated. Complaint is therefore non-verifiable. Device availability: change "no to yes", added date returned to manufacturer. Device evaluated by manufacturer: change ¿no¿ to ¿yes¿.

Manufacturer narrative:
Event date is unknown. Brand name is unknown. Product code is unknown. Item and lot number is unknown. Not returned to manufacturer; 510k unknown. Device was requested but not returned to manufacturer.

Event description:
The doctor reported that earlier this year the restorative dds was unable to retighten the loosened abutment/abutment screw, he felt the threads of the set screw were stripped.